Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the vns patient's nurse that the patient was seen for a follow up appointment and since the previous week, the patient reported no longer feeling the magnet stimulation when the magnet was swiped. The nurse performed a system diagnostic test, which revealed high lead impedance. The device was programmed off. The patient had x-rays taken to assess the continuity of the device, which were sent to manufacturer for review. Review of the x-rays revealed no gross lead discontinuities. Based on the x-rays reviewed, no obvious cause for the high impedance was identified in the visualized portions of the patient's vns device; however, a lead discontinuity cannot be ruled out in sections of the lead body that could not be fully assessed. There was no report of any preceding trauma to the device site. Good faith attempts to obtain additional information are underway.